Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post implant, the patient presented to the emergency department with chest pain. A remote transmission showed possible atrial lead non-capture. The atrial lead remains in use. No further patient complications have been reported as a result of this event.